Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was tested loud noise was heard during ventilation. The pump was found with a broken bearing and metal shavings inside. The broken bearing was the reason for the noise. The pump was replaced. An unrelated issue was found and corrected. The device passed all testing. The reported event was duplicated.

Event description:
It was reported that the ventilator made a loud noise. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.